Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400512864. The device was investiagted in our service laboratory in bbm melsungen, germany: 1. Reference sample: 1.1 model: perfusor space 1.2 article no.: 8713030 1.3 serial no./ lot: 362360 1.4 software version: l030003 1.5 hours of operation: 9485 1.6 warranty: no 2.results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and on the production seal on the lower housing were intact. No visible damage was found. 2.2 a functional test was performed. It was not possible to put the pump in operation, because the device was not calibrated. After the calibration, the functional test was done. The device passed the self-test. An ops syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The infusion on 2021-05-02 at 11:44am was investigated. During the infusion, a "plunger malfunction" occurred and the syringe catched. After a few minutes, the alarm was confirmed. The reason for the alarm could not be clarified. No other abnormalities were found. 2.4 the staff call, and the audible alarm was checked according to the technical safety check. No malfunction was found. Also, an infusion about 24h was started. At this infusion, no malfunction could be detected. 2.5 the strain gauge pressure measurement and the motor power limitation were checked according to the requirements of the technical safety check. The device met the required values and standards. All measured values were within our specification. 2.6 the device was disassembled, and the inside was investigated. No visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The malfunction could not be reproduced. The reason for the "plunger malfunction" could not be clarified.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under infusion". "According to the ward, it simply stopped during operation without an alarm no device alarm in the memory - synchronization of the device not possible info according to user / medical technology according to the ward, there was no patient injury."